Event description:
It was reported that the device was sent for repair with report ¿hp has heat¿. There was no injury reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). The handpiece was returned for evaluation and repair. Temperature testing results: rear: 27.7°c, at one minute; middle: 29.1°c, at one minute; nose: 63.8°c, at one minute. Handpiece was noisy during testing at 80000 rpm. Method ¿ (thermal energy evaluation.